Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr)review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 3.0x19 mm graftmaster stent delivery system would not cross for treatment of a perforation that occurred in the distal left anterior descending artery during use of another device. The patient went to surgery for treatment of the perforation. No additional information was provided.